Event description:
It was reported that the unit was sent for repair because of a green cable error. It was not noted if the issue occurred during a procedure. No patient consequence reported. Unit will be returned to the international service center.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry information received visual and functional examination, the unit was found to require: damaged upper case replaced, unit modified according to guideline of manufacturer, defective fastening material exchanged, and defective translational cable replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.